Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Review of the memory log found that the rv lead impedance did increase while implanted. The rv impedance was about 400 ohms and increased to about 1700 ohms while implanted. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited elevated pacing impedance measurements on the right ventricular (rv) channel from 880 ohms to 1340 ohms. All other lead measurements were appropriate. A boston scientific technical services consultant documented and discussed further testing. A revision procedure was subsequently performed and the rv lead and device were removed from service and replaced. No additional adverse patient effects were reported.